Event description:
Consultant reported that surgeon complained that 7.0mm ti click "x" pedicle screw implanted in 2005 as part of an extended construct revision surgery was revealed by x-ray that the head came off post operative and was explanted in 2005.